Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level of 42 mg/dl. The suspected cause was due to having a basal rate that was too high. It was also reported that the pump time was incorrect, and the cause was unknown. The customer drank juice to address bg. Customer updated their pump settings to address the event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.